Event description:
Caller indicated the assure platinum meter was giving high readings. The nurse(B)(6) called in and said about three weeks ago the patient took a reading in the morning and got 500. He thought that was a bit high so he took insulin. An hour later he took another test and his glucose was 300 which was still high for him so he took more insulin. He waited two hours and took another test which was 37. He was feeling weak and looked pale, like if he was going to pass out. He feels he took too much insulin because the meter was reading too high. The wife of the patient gave him some sugar and that seemed to help him feel better. The patient does his own testing at this facility. The facility did not have controls to test meters at the time of the incident, but have since ordered controls and tested the meter. The nurse said the meter was reading out of range high on the control, but we did a test together and the meter read in range. Technique seems good; customer washes hands, uses a new lancet and stores product is in a cabinet. The caller said they do not have the test strips involved in the incident. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.